Event description:
It was reported that the touch screen of the pump was not functioning properly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.